Event description:
The valve on the main body delivery system bled severely. A dilator was inserted and left in the valve, but it didn't help much. Add'l info received (B)(6) 2012 - the procedure was completed as it usually is. A dilator was placed in the device to prevent the valve from leaking but it didn't work well. No harm to the pt. Pt had a normal recovery.

Manufacturer narrative:
(B)(4) - leaks are not specifically addressed in the instructions for use. Event is still under investigation.